Event description:
Found during testing. According to the reporter, the device will not power up. There was no pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not complete power up normally and that the ui to stack flex ribbon cable/connector assembly, designator w18, was damaged and the flex was torn. Physio replaced the assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.